Event description:
The patient died in a nursing/rehabilitation center. The funeral home refused to provide any information regarding the cause of death or if the device was explanted. No further relevant information has been received to date.

Event description:
It was reported that a patient passed away due to an unknown reason. The patient's most recent physician did not have any information on the cause of death or relationship to vns. No further relevant information has been received to date.